Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system was not possible as no lot number was provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the lot number was not provided to do database searches.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was a 5 minute surgical delay, when they were trying to get out or fix the hole eliminator.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip arthroplasty the hole eliminator did not fix in the hole of the pinnacle cup. It occurs during 3 surgeries with the same size cup(52mm). They all had the same lot-nr. The lotnrs of the hole eliminator were different. It feels like the hole was to big. It was also impossible to remove the hole eliminator out of the cup. Remaining stock with same lot-nr will be returned to j&j and new products will be ordered.